Event description:
It was reported that IV set cfn115 23g 1in bp hs needle disconnected with IV. This was discovered before use. The following information was provided by the initial reporter: needle disconnected with IV inline. When opening IV set package, needle easily disconnected.

Manufacturer narrative:
H.6. Investigation summary: investigations: one sample was returned to hanscent, lot number is 20190410. Hanscent noticed the end needle was unconnected to the product. A visual inspection of the sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer¿s experience. When reconnecting the needle to the luer connector, the needle fits into the luer connector well. Retention samples checking: ten pcs IV set cfn115 retention products of lot 20190410 have been randomly sampled, all complete before unpacking and no such issue occurred. DHR inspection: hanscent review the DHR including needle base and luer connector injection molding record, there is no issue and all conform to the manufacturing specifications. Process checking: from investigations of assembly process, no issue found about the needle assembly. The needle together with its cap is the last step of assembly before the product is put into the unit package. The requirement about the luer connector is complying with iso 80369-7 in iso 8536-4 and quality agreement, no defined separation force. Therefore, the connector is assembled manually with trained strength to meet the requirement. During the connector injection validation stage, the compliance of the luer connector would be verified to be qualified. The possibility that the cap is loosened by other process steps is rather low. During IV set packaging, the operator will coil the IV set into a loop, with the end tip in the middle, which makes it safer in the later sealing and delivery steps. Luer functional test: according to iso 8536-4 and quality agreement, the luer fitting shall comply with iso 80369-7 requirement about fluid leakage, air leakage, stress cracking, resistance to overriding and separation from axial load and unscrewing. All the luer fittings pass this test during injection validation and final inspection processes. Randomly sample 10 pcs cfn115 from production site before sterilization and 10pcs sterilized IV sets, and 10 pcs IV set cfn115 retention products of lot 20190410. Hanscent also tested samples luer fitting function as per iso 80369-7 clause 6 using returned, sterilized, and un-sterilized sample, all test passed. Root cause: from investigation, the product is assembled manually and so there is the possibility that the assembly workers did not use enough force when assembling the end tip and the cap. Currently there is no clear stipulation of how much force shall be applied in the assembly process based on the product standard. Corrective and preventive actions: to avoid this issue, the following actions would be implemented from 01 dec 2019: 1) retrain the workers to use adequate force when assembling the end tip and cap. 2) add one process from december 25, 2019: the qc randomly sample testing the connector separation force to be 2-20 n after product assembled before package sealing. This force is a reference to bd europe requirement of other IV set products. 3) packaging workers will be retrained to make sight inspection and let the previous process re-assemble the product if loose needle is found. 4) qc will check whether there are similar loose needles and pick out the inappropriately assembled products. Conclusion: one sample was returned to hanscent. From investigation, the product is assembled manually and so there is the possibility that the assembly workers did not use enough force when assembling the end tip and the cap. Currently there is no clear stipulation of how much force shall be applied in the assembly process based on the product standard. H3 other text : see section h.10.

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set cfn115 23g 1in bp hs needle disconnected with IV. This was discovered before use. The following information was provided by the initial reporter: needle disconnected with IV inline. When opening IV set package, needle easily disconnected.